Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12244. Related manufacturer reference number: 2938836-2019-12245. Related manufacturer reference number: 2938836-2019-12249. It was reported that the patient had a new system implanted and later that night, the patient expired from cardiogenic shock and pulseless electrical activity (pea) arrest. Physician does not believe the death was related to the device but possibly anesthesia initiated but ultimately patient¿s heart was too weak. Patient had awful ejection fraction, no reserve and low blood pressure from the anesthesia.